Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that when they would change their posture ie. From standing to sitting/lying, the programmed stimulation becomes too strong. It was noted that the patient was programmed with different programs for different positions. They also tried to see what happens if the patient turns stimulation off shorter times and how long does it take before they felt pain. It was thought that the patient developed some kind of tolerability. The patient was satisfied with the programs they went home with. The patient also had been taken off the use of morphine and said that people comment to them that they were happier. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.